Event description:
It was reported that the patient presented to emergency room due to failure to capture on the right ventricular lead. The right ventricular lead was repositioned on (B)(6) 2022. The patient was in stable condition.